Event description:
Rec'd info regarding air bubbles coming from the cartridge. Reportedly, the bubbles appear 12-18 hours after the cartridges have been in use. Customer's blood glucose level was impacted.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been rec'd. A f/u will be submitted if the device has been rec'd.